Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No analysis was performed as the sample was never received to confirm the reported failure. A design history review (DHR) was performed for the lot number provided and there were no non-conformities related to the reported failure.

Event description:
It was reported that at the end of a laryngectomy procedure, a leak in the tracheostomy tube balloon was found. The sample is not available because it was disposed of by the customer. There is no report of death or serious injury associated with this event.